Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate therapy for a detected rhythm that was not ventricular tachycardia (vt). An interrogation noted no spontaneous onset and no identifiable morphology change during the detected rhythm. The device remains in use. No further patient complications have been reported as a result of this event.